Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (charger not charging batteries) has been confirmed. During service investigation, it was discovered that the cause of the charger malfunction was a defective component (q1). Q1 is the current controlling component of the battery charger. The root cause of the defective q1 cannot be positively identified but was likely random component failure. No adverse event resulted from the defective component. The pt received a replacement battery charger.

Event description:
A (B)(6) old female pt's daughter called in to zoll lifecor customer support to report that his battery charger was not charging the pt's batteries. The pt was provided with a replacement battery charger.